Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 12th. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Yes. If so, when? Firing did anything unexpected happen prior to this incident? There was a possibility that the jaws clamped an existing clip. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. Did the surgeon try to pull the trigger from the handle? No information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? No information. How was the device removed? Cut off. Was there any tissue damage? No.

Event description:
It was reported that during a laparoscopic procedure, the trigger did not return to the home position at the 12th firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the jaws might have clamped something hard at the firing.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The event could not be confirmed due to the returned condition of the device; however, an investigation has been initiated to address the potential root cause of the reported opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.